Manufacturer narrative:
The customer called siemens to report an issue with the immulite 2000 xpi. On 06-march-2018, a siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the incubator and substrate volume dispense and no problems were found. The cse replaced the co2 scrubber, sample probe, reagent probe, substrate solution, and decontaminated the water supply that is onboard the immulite 2000 xpi instrument. The cse has observed the issue recur after a few days and determined the issue is caused by new instrument operators which are contaminating the water supply. A siemens headquarter support center (hsc) specialist has reviewed the immulite 2000 xpi instrument error log and no mechanical errors were reported by the instrument. The hsc specialist evaluated the service and troubleshooting performed and assures that all necessary service was performed to resolve the issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer informed siemens of falsely elevated discordant results on multiple assays (dehydroepiandrosterone sulfate (dhea), follicle stimulating hormone (fsh), growth hormone (gh), human chorionic gonadotropin (hcg), luteinizing hormone (lh), progesterone (prg), ca19-9 (gi-ma), and sex hormone-binding globulin (sbg)) that are used for testing on the immulite 2000 xpi instrument. The patient results were reported to the head of the lab. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.